Event description:
It was reported that during laparoscopic surgery of the uterus, when the device was checked before use on patient, it was found that the balloon was burst. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: did the issue occur pre-operative or intra-operative? Pre-operative. Was this the initial use of the device? Yes. How long has the surgeon been using this device? No information. What other devices were used in conjunction with the device? No information. Was the sales rep present during the event? No.

Manufacturer narrative:
(B)(4). The instrument was returned for analysis intact but without the spacer on the device. Based upon the visual and functional examination, it was concluded that the balloon had a cut in it. Lot unknown.